Manufacturer narrative:
The associated devices, used in treatment, were returned and evaluated. A visual inspection of the returned devices could not confirm the stated failure mode. The tibia base, stem and coupler were assembled and had cement on the surfaces from the attempted implantation. The tibia insert had some minor scratches from attempted implantation. The cone had some scratches and debris in the porous surface from the attempted implantation. The devices were manufactured in 2014, 2017 and 2018. A dimensional inspection was attempted on the insert but it was too damaged from attempted use to obtain accurate measurements. The dimensional inspection of the tibial base and cone found them to be within specification. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include an improper surgical technique or a fit/sizing issue. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during revision surgery the constructed implants would not fit properly in patient. More than 30 minutes of delay was reported and backup device were available.